Manufacturer narrative:
(B)(4). Results: representative samples were returned for evaluation. They were visually and functionally examined for strength and ductility and they met the requirements. Conclusion: the devices were received in a condition that meets specification. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2011-00125, 2210968-2011-00126, 2210968-2011-00127, 2210968-2011-00128 and 2210968-2011-00129. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure the needle broke. Additional information was requested.